Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the reagent tray in the bottom of the sorter blocking the sorter movement at the front of the y axis. The fse removed the tray and scattered the cups from interfering with the sorter arm movement. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period for error 4043 but there was (B)(4) similar complaint identified during the searched period for error 2207, which includes this event. The aia-2000 operator's manual under appendix 4: error messages are as follows: [2207] no tip acquired by sorter. Cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. A[4043] sorter y-axis home overrun . Cause : the home sensor activated improperly following movement of the sorter y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause for error 2207 no tip acquired by sorter and error 4043 sorter y-axis home overrun was a loose tray in the sorter.

Event description:
On (B)(6) 2017, a customer reported error 2207 no tip acquired by sorter and error 4043 sorter y-axis home overrun on the aia-2000 instrument. The errors occurred multiple times while running both quality control and patient samples for e2 reproductive hormones. The customer was able to reset the error but it returned on different test cup trays. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.